Manufacturer narrative:
Title: barbed sutures in body-contouring: outcome analysis of 695 procedures in 623 patients and technical advances source: aesth plast surg (2016) 40:815¿821. Published online: 3 october 2016. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
According to the literature source of study performed between 2009 and 2015, six hundred twenty-three (623) consecutive patients underwent 695 body-contouring procedures with barbed suture closure. The device was used for intradermal barbed suturing for skin approximation in the procedures. There were 52 incidences of wound dehiscence and 16 wound infections identified. The procedure that suffered from the highest complication rate was thigh lift, followed by mastopexy, body lift, brachioplasty, abdominoplasty, and reduction mammoplasty.